Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient went to the emergency room (ER) due to hypoglycemia on (B)(6) 2026. The blood glucose level was below 30mg/dl and the patient was treated with intravenous glucose. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.